Event description:
During evaluation, an increased intraperitoneal volume (iipv) event was identified, which occurred (B)(6) 2010 during drain cycle 3. The home patient drained 3574 ml. The fill volume was 1999 ml. This drain volume meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Baxter product surveillance contacted the nurse on (B)(6) 2010 regarding the increased intra-peritoneal volume (iipv) that was found during evaluation of the homechoice machine. According to the nurse the patient was in the clinic when he drained out on (B)(6) 2010. The nurse did not mention whether the patient reported any overfill symptoms. Product surveillance notified the nurse of the probable cause. The nurse stated that the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was identified during evaluation. The assignable cause of the iipv was determined to be insufficient drain and false empty detect due to use error as the clinician inappropriately set the minimum drain volume percent setting too low (70%). The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective and preventive action as appropriate. (B)(4). Is currently open for the reportable malfunction of increased intra-peritoneal volume (iipv) / overdelivery.